Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr checked and replaced the limit and adjust needle valves. The unit passed the performance check and operates per manufacturer specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that during the pre-use check, it was discovered that the limit knob was not working correctly and the mean airway pressure (map) would not drop until the knob hit the minimum position with the map at 20 and a bias flow of 12. There was no patient involvement associated with the reported issue.